Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported experiencing bending and crimping of the infusion set cannula during insertion. Pt stated he has had elevated readings in the last week or so. Pt reported readings in the low 200¿s mg/dl. Pt¿s target blood glucose is 110 mg/dl. Pt stated he attempted to bolus to bring his blood glucose back down. Pt reported the infusion site was bleeding after being removed. Pt stated he did not experience any leaking concerns. Pt inserts the infusion sets using the insertion assist plus device. Pt reported he began experiencing the elevated blood glucose reading about a half a day after inserting the new infusion site. Pt stated he has had these issues numerous times. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement products sent; no product return was requested.